Manufacturer narrative:
The investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Sds information was provided to the consumer.

Event description:
The consumer reported an infant placing the swab with reagent solution inside their mouth from the binaxnow covid-19 antigen self test on (b)6) 2021. Although requested, additional information, including patient treament and outcome was not provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical service outbound to rocky mountain poison and drug service for medical advice. Chemtrec was unable to provide safety data sheet and will be contacting the manufacturer in order to send a copy by email once obtained. A product deficiency was not reported or found. A supplemental report will be provided if any additional information is obtained.